Event description:
It was reported following successful deflation during a venous dilatation in a dialysis pt, difficulty was encountered removing this balloon catheter through an introducer sheath. Exertion against resistance resulted in the balloon detaching in the pt. Surgical retrieval of the detached balloon was uneventful. The pt's condition is good. This device was destroyed by the user facility. Therefore, no failure analysis will be available. Co believes continued exertion against resistance may have contributed to this event. However, without evaluating the device co is unable to determine the exact cause for this event. Co's directions for use state: "caution: if resistance is felt when removing a guidewire through a catheter or if resistance is felt when removing a catheter through an introducer sheath, stop and remove them as a complete unit to prevent damage to the guidewire, catheter or vessel."